Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead threshold was high, sensing was low, and capturing was not occurring. The lead was not used and another lead was implanted. It was also noted that the patient experienced hypotension due to increased bleeding. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.